Manufacturer narrative:
Evaluation: a work order search was performed, and there were no similar complaints found.

Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the patient has been experiencing double vision since 1 day postoperative. The pt has seen three ophthalmologist since the surgery, including a retinal specialist who determined everything looks fine. Pt is considering iol exchange.